Event description:
Boston scientific received information via their internal literature review process that 1,395 patients had been evaluated for ICD therapy effectiveness, with a targeted population noted as the 'elderly' patient. The aim of the study was to assess implant rates, therapy, adverse events and survival gain in the elderly primary prevention ICD patient. Article information stated that all defibrillator systems used had been implanted in the pectoral region and connected to a transvenous lead system. The implanted systems were manufactured by boston scientific, as well as three other competitor companies. The author failed to provide data specific to individual manufactures in regards to adverse events during the five year follow-up period. Adverse events of note consisted of ICD-related infection, inappropriate ICD shocks, lead failure and lead dislodgements. The percentages of each observed adverse event classification were represented based on the three targeted population subsets and not by product manufacturer. There were no reports of patient death directly attributed to a product malfunction or implant/revision procedures. The study concluded that the proportion of elderly primary prevention ICD patients has grown over the years, specifically in patients over the age of 75. Despite experiencing comparable rates of appropriate ICD shocks, life prolongation by ICD is significantly less in elderly as compared to younger patients.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.